Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred, causing the customer to experience a low blood glucose (bg) level (46 mg/dl). The customer consumed carbohydrates to address the low bg. The customer reverted to an alternate method of insulin therapy.